Event description:
The reporter indicated the surgeon opened the tray of an aa4203tl toric silicone single piece lens and noted the lens was torn. The lens was not loaded or used and there was no patient contact. Another same model lens was implanted. The reporter stated the surgeon indicated the lens was received defective.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging, sterilization and shipping processes of this lens that was the root cause of the complaint. Visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event would be due to mishandling of the lens at the facility. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens not returned.